Event description:
It was reported that pump experienced malfunction alarm and displayed code malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with assistance, and issue did not recur, and later submitted signed loaner pump agreement and insurance information, after which loaner pump was sent and no further action was required.